Manufacturer narrative:
Initial 4 of 5. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient faced an infusion set bent cannula event on (B)(6) 2026. Patient also experienced high blood glucose level at the time of the event and patient took insulin pump to resolve the issue.